Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Caller reportedly received the following results on an compact plus meter, compared to a professional meter, within 10 minutes: 151 mg/dl (compact plus) and 77 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.